Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 1400 mg/dl. The patient was passed out. For treatment, the patient was insulin. The patient was still in the hospital. The pod was worn longer than 48 hours on the arm. The pod was discarded.